Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic. The nurse was unable to interrogate the patient's implantable cardioverter defibrillator. After troubleshooting, the nurse was able to interrogate the device. The patient experienced no symptoms related to this event.